Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece, there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was fine. Also, there was no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks and distorted light existing on the face. The fiber was functionally test and results affirmed the aiming beam was weak. The console displayed a message that read: treatments used: 0, treatments left: 1. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed, leading to the reported event. The complaint was confirmed. Device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The instruction for use (IFU) did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, the fiber was connected to the device, and the other end entered the patient. After the console was started, the fiber could not transmit energy. After that, the fiber was checked and it was damaged. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a connector fractured.